Event description:
Healthcare professional reported left side "breast hardness and pain", and "signs of capsular contracture baker grade IV, including firmness, discomfort, and breast distortion". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, visibility/palpability.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported "breast hardness and pain", and "signs of capsular contracture baker grade IV, including firmness, discomfort, and breast distortion". This record is for the left side. Device was explanted and replaced. Device has been returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device was explanted and replaced.